Manufacturer narrative:
Stryker has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to deliver a defibrillation shock during a patient event. Another device was used and was able to successfully shock the patient. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however the customer advised the patient was successfully resuscitated. There was no adverse patient outcome reported.

Manufacturer narrative:
Stryker further evaluated the customer¿s device and was unable to verify or duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to deliver a defibrillation shock during a patient event. Another device was used and was able to successfully shock the patient. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however the customer advised the patient was successfully resuscitated. There was no adverse patient outcome reported.